Manufacturer narrative:
Date of event is estimated based on manufacturer awareness date.

Event description:
Radiometer complaint reference: (B)(4). According to the complaint, the aqure (serial number: (B)(6)) is changing the date of birth (dob) of patient details when saved. If the patient's dob date is 12 or less, aqure swaps the position of the date and month. The user must manually reprocess the data and save it. No updates to the patient's demographics or changes are made.